Event description:
1/2/97-pt had open reduction internal fixation of fractured left hip. 1/8/97-discharge. 3/13/97-pt admitted when experienced severe pain to left hip. X-rays revealed the proximal fragment head & neck displaced into varus position and the compression hip screw migrated out of the superior aspect of the neck and head. 3/19/97-pt underwent surgery to remove fixation devices left femur, left hip arthroplasty with head and neck replacement prosthesis.